Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who is implanted with a neurostimulator. Information was reported that the patient stated their implantable neurostimulator did not help them and the stimulation was uncomfortable and annoying, it was sore at the implant site. The patient stated it still hurts and they are experiencing restless leg syndrome. The spinal cord stimulation system was explanted on (B)(6) 2013 and the patient no longer has a spinal cord stimulation system. The issue was resolved with explanted. This was all confirmed with the health care professional. There were no further complications reported or anticipated.